Event description:
It was reported that a critical alarm due to zero ml reservoir volume reached was heard and was confirmed by telemetry. The caller stated that both the low reservoir and empty reservoir alarm had been going off for a long time. The patient stopped getting his pump refilled and his managing physician would not see him. The pump logs showed that 258ml had dispensed since the last pump update. It was reviewed that it was approximately 500 days. The caller indicated that a new physician would be explanting the patient¿s pump. No patient symptoms were reported. The device system had delivered morphine and bupivacaine. It was later reported that the patient was not having any symptoms. The pump was explanted and the patient was doing fine at the time of the report. It was later reported that it had been 517 days since the last pump refill.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter.